Manufacturer narrative:
Please note that cordis was notified of the event via a voluntary medwatch filed, manufacturing report number 20170621134136962.  No contact details of the reporter are provided and therefore section f is blank.  A copy of the report is attached. (B)(4). The device was not returned for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via a voluntary medwatch, a 7f 16 x 4 110 cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter perforated while inflated inside the patient. The device will not be returned and additional details are not available.

Manufacturer narrative:
As reported via a voluntary medwatch, a 7f 16x4 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter perforated while inflated inside the patient. Additional details are not available.   The device was not returned for analysis. A device history record (DHR) review of lot 17451177 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) may have contributed to the reported balloon burst as calcification/resistance lesion can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.